Event description:
It was reported that the safety shield did not activate and the nurse received a needle stick injury with bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: the safety shield mechanism cannot be activiated, the needle was retracted from the safety shileld. The nurse was stucked; the nurse's blood type as rh negative. There were 4 similar cases reported in pr#(B)(4).

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8177688. Our records show that this is the second instance of safety shield activation failure being reported in this batch of bd saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield did not activate and the nurse received a needle stick injury with bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: the safety shield mechanism cannot be activated, the needle was retracted from the safety shield. The nurse was stucked; the nurse's blood type as rh negative. There were 4 similar cases reported in (B)(4).

Manufacturer narrative:
The following fields have been updated with corrected information: medical device catalog #: 383312 and medical device lot #: 8177688.

Event description:
It was reported that the safety shield did not activate and the nurse received a needle stick injury with bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: the safety shield mechanism cannot be activiated, the needle was retracted from the safety shileld. The nurse was stucked; the nurse's blood type as rh negative. There were 4 similar cases reported in pr#(B)(4).